Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that chemical liquid remained in the duodenovideoscope channel. After soaking, hand washing, and medivators, there was still bowel bioburden inside the scope that couldn't be removed. The scope is cultured every 6 months and there were 0 findings for this scope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. The subject device was returned to olympus for evaluation however, olympus was unable to proceed with inspecting and repairing this scope due to there still being bowel bio burden inside the scope and can't be removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. However, it is likely that the foreign material remained in the device because handling (reprocessing) of the device deviated from instructions for use (IFU). The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.